Manufacturer narrative:
Additional information: additional information was received and based on that following sections have been updated accordingly: event date was updated from (B)(6) 2025 to unknown section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6)2024 and (B)(6)2025. Section d6b: (B)(6)2025 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that multifocal toric intraocular lens was explanted during secondary surgery as the patient was dissatisfied with the visual acuity. No other information was provided. This report belongs to serial number (B)(6).

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.